Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by manufacturer: returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. The rapid port exchange was damaged. There was contrast and blood present in the inflation lumen and balloon. There was blood present in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 17mm from the tip of the device. There the device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon. B5 describe event or problem and g2 report source: corrected.

Event description:
It was reported that a balloon rupture and perforation occurred. The patient presented with unstable angina was referred for a stenting procedure. The target lesion was located in the mid left anterior descending artery with a 12mm long referenced vessel diameter. The lesion was pre-dilated with a 3.25x12mm balloon resulting in 95% residual stenosis and timi flow of 3 following pre-dilation. An agent 3.00 x 20mm balloon was advanced and ruptured during the procedure resulting in a perforation. The perforation was treated with stenting. Post treatment there was 0% residual stenosis with a timi flow of 3. No patient complications were reported. The patient status is stable. It was also reported that the patient was enrolled in the agent ide study and that on the same day, the event was considered resolved and the subject was discharged on the same day, on aspirin and prasugrel.

Event description:
It was reported that a balloon rupture and perforation occurred. The patient presented with unstable angina was referred for a stenting procedure. The target lesion was located in the mid left anterior descending artery with a 12mm long referenced vessel diameter. The lesion was pre-dilated with a 3.25x12mm balloon resulting in 95% residual stenosis and timi flow of 3 following pre-dilation. An agent 3.00 x 20mm balloon was advanced and ruptured during the procedure resulting in a perforation. The perforation was treated with stenting. Post treatment there was 0% residual stenosis with a timi flow of 3. No patient complications were reported. The patient status is stable.

Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter phone - (B)(6). Device evaluated by manufacturer: returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. The rapid port exchange was damaged. There was contrast and blood present in the inflation lumen and balloon. There was blood present in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 17mm from the tip of the device. There the device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture and perforation occurred. The patient presented with unstable angina was referred for a stenting procedure. The target lesion was located in the mid left anterior descending artery with a 12mm long referenced vessel diameter. The lesion was pre-dilated with a 3.25x12mm balloon resulting in 95% residual stenosis and timi flow of 3 following pre-dilation. An agent 3.00 x 20mm balloon was advanced and ruptured during the procedure resulting in a perforation. The perforation was treated with stenting. Post treatment there was 0% residual stenosis with a timi flow of 3. No patient complications were reported. The patient status is stable.